Event description:
It was reported that a spectrum pump stopped and cleared itself during pt care in the neonatal intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation experienced a system error 345 while running a loaded set. Evidence in the event history log suggests that the user experienced a system error 345, stopping the infusion, which can be cleared by turning the pump off and turning it back on again. This process clears the programmed infusion data from the device and corresponds with the reported problem of "cleared itself during an infusion." This caused an interruption of therapy for any unk amount of time. The evaluation found the upstream sensor to be the causal component of the system error 345 and the upstream sensor was replaced.